Event description:
The surgeon reported that the tip of the healon endocoat pro cannula is beveled out, which puts the cornea at risk. The tip of cannula is also getting stuck on the endothelium and descemet's membrane. The surgeon also said that the tip of cannula is sharp causing corneal abrasions. The cannula is also increasing the risk for anterior capsule and iris puncture. Specific product identifiers were not provided. Johnson and johnson is performing follow-up to get more details. At this time no further information is available.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: unknown/not provided. Section d4, catalog number: unknown as the lot number was not provided. Section d4, expiration date: unknown as the lot number was not provided. Section d4, unique identifier (UDI) number: a partial UDI was provided as the lot number is not available. Section d6a, if implanted, give date: not applicable as this is not an implantable device. Section d6b, if explanted, give date: not applicable as this is not an implantable device, therefore not explantable. Section e1, reporter name and address. First and last name, email address: unknown/not provided. Device evaluation: at the time of the investigation, device was not available for evaluation as it was discarded. , therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.